Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that she had sensor issues that stated the blood glucose was low when it was not. The customer stated that she had to go to the paramedic for low blood glucose 3 times within the last year. The first paramedic visit was (B)(6) 2014 with blood glucose of 30-40s mg/dl. The second visit was (B)(6) 2014 with lows of 30-40s mg/dl. The third visit was on (B)(6) 2015 with blood glucose readings of 30-40s mg/dl. The paramedics tried to use an IV, but ultimately had to use glucagon.